Event description:
The device was used to deliver synchronized countershocks to a pt. The r wave markers were allegedly observed to appear at the lower portion of the r wave during the procedure. The rptr complained that the position of the marker was wrong and should have been at the peak of the r wave.